Manufacturer narrative:
Date of event is estimated. A patient was explanted due to infection and wire becoming exposed at one of her incision sites was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient was explanted due to an infection and wire becoming exposed at one of her incision sites. Related manufacturer reference number: 3006705815-2023-04129.